Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported power issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported failure could not be determined.

Event description:
The customer reported that their device lost power multiple times during a patient event. The customer indicated that the device powered itself back on after each power loss then the device had an illuminated service indicator. The customer stated that the patient was only being monitored and did not require defibrillation throughout the event. There were no reported adverse effects to the patient.